Event description:
It was reported that during an electrosurgical procedure to the pt's shoulder cuff, the pt received deep 3rd degree burns on her thigh, at the position of the 3m electrode pad site. According to the reporter, the injuries were treated by a plastic surgeon and the pt is doing well. No further pt or event info was provided at the time of this report or made available in response to multiple follow-up communications.